Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to other medical issue. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on september 07, 2022.